Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet device only initiated charging when the rear wire was held in a specific position, and that after reconnection the charging pad indicator stayed green for a few minutes before turning off; troubleshooting was completed and a replacement charger was provided. Symptoms included no patient symptoms. Outcomes included no adverse health impact. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a suspected charger hardware or cable connection failure consistent with an intermittent electrical connection at the charger or charging pad. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the charger assembly leading to intermittent charging.